Manufacturer narrative:
This 44-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10-072) had fallopian tube occlusion insert (batch no. 852004) inserted. The case describes the occurrence of breast cancer female ('hormonal activity in breast cancer'). The subject's concurrent conditions included breast cancer. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2020, the subject was found to have breast cancer female (seriousness criterion hospitalization). The subject was treated with surgery (bilateral adnexectomy without device removal). Fallopian tube occlusion insert treatment was not changed. On (B)(6) 2020, the breast cancer female had resolved. The investigator considered breast cancer female to be unrelated to fallopian tube occlusion insert. The reporter commented: alternative explanation for the event 'hormonal activity in breast cancer' is the concomitant disease breast cancer. Most recent follow-up information incorporated above includes: on 25-jan-2021: new event added: hormonal activity in breast cancer and the event medical device removal was deleted. Reporter's comments were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 852004) inserted. The case describes the occurrence of medical device removal ('bilateral adnexectomy'). The subject's concurrent conditions included breast cancer. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2021, the subject underwent medical device removal (seriousness criteria hospitalization and intervention required), 8 years 4 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery. Fallopian tube occlusion insert was removed. On (B)(6)2021, the medical device removal had resolved. The investigator considered medical device removal to be unrelated to fallopian tube occlusion insert. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.